Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use with a polyflux 170h, an external fluid leak from the header was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection by naked eye shows the product contaminated with blood. After the disinfection a leak test of the dialysate side was performed and a leak and a crack in the welding seam was found. The reported condition was verified. The cause of the crack condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.